Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer has made several attempts to follow-up for additional information and no information was received. Based on this, and because the device disposition is presently unknown, the manufacturer cannot perform any further investigations. Based on the information provided, and the verification of the production and manufacturing records, the root cause of the reported intra-operative difficulty and failure to implant is likely due to a mis-sizing (unintended use error) as it was indicated a size f7-029 was replaced with a f7-027.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received an optiform f7-029 mechanical mitral valve. The manufacturer was notified that during the procedure the device was explanted and replaced with a smaller optiform f7-027. A concomitant carbomedics s5-021 aortic valve was implanted. No additional information was received.